Event description:
Blood clot [thrombosis]. Swelling in left hip [joint swelling]. Pain in left hip [arthralgia]. Case description: a spontaneous report was received on (B)(6) 2011 regarding a 90 (B)(6) female pt with a history of osteoarthritis of the hip, initials (B)(6), who experienced a blood clot, swelling and pain of the left hip after receiving synvisc in the left hip. The pt received injections of synvisc into the left hip in (B)(6) 2010. The pt's son called to report that the first two synvisc injections into the left hip went fine but during the third injection, the physician used too large a needle and missed the spot for the injection. This gave his mother a blood clot and she experienced swelling and pain in her left hip. According to the pt's son, at the time of this report, these events were still ongoing in the pt.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.